Event description:
Customer reported an alarm 2 followed by an alarm 26, indicating an occlusion issue that occurred earlier in the day. Despite the occlusion alarms, the customer's blood glucose level did not exceed 500 mg/dl and was within a normal range. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use.